Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: when load was fired in the articulated position, staples did not form properly, pt bled profusely. Surgeon said it didn't feel right as soon as it was fired. Surgeon was able to slow the bleeding with his hand, however, the minimally invasive procedure needed to be converted to open to repair. Surgery was extended unsure about how long. Unknown amount of bleeding. No reinforcement material was used. There was no unanticipated tissue loss. There was no extension of hospital stay. The blood loss did not require a transfusion.